Manufacturer narrative:
(B)(4). Method: the device was reported as not available for return and analysis. The reporter was unable to provide a lot number; thus, the device history record (DHR) review cannot be conducted. Results: as a device analysis cannot determine the root cause of the post-operative infection, no device testing methods are available. Conclusions: as the device analysis cannot determine the root cause of the post-operative infection, we are unable to determine the cause of the reported event. Post-operative infection can be due to multiple variables. Patient factors, healthcare provider factors, technique factors, medical device/product factors, equipment factors, environmental factors are a few variables to consider. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Procedure: total knee replacement surgery ((B)(6) 2015), cathplace: asku. Please reference: 2026095-2015-00239/15-00928. Device 1 of 2: it was reported that a patient experienced an infection with the use of a pump. A home health nurse advised the patient to return to the doctor's office after the patient experienced a fever for 6 days with redness at the surgical site. The patient was seen and due to the appearance of cellulitis, a prescription for keflex 500mg was provided. Additional information was received on 08-28-2015. A nurse practitioner (np) reported that the patient was seen in the evening clinic and there was no leakage or anything to culture. The np saw what appeared to be cellulitis and the patient was prescribed an antibiotic. Additional information was received on 09-10-2015. A medical assistant reported that the patient was seen on (B)(6) 2015 for an I & d of the right thigh abscess. The abscess was improving and appeared smaller in size than before and was draining; however, the patient had the I&d and was prescribed doxycycline. The pump had infused for approximately 5-7 days. The patient was seen in the doctor's office on (B)(6) 2015 and the device was already removed. The device is unavailable for return.